Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported the aligners chipped their front tooth, caused a cavity at the tooth/gum line and they have a strong overbite now. Requested additional information, provided information on aligners not compromising teeth and importance to see dentist regarding the cavity concern, provided information on overbite and requested diagnosis findings from dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.